Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h3, h6. Device evaluation: visual analysis of the returned device identified: yellow particles in device inner surface, one crack opening, one linear opening, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening and opening crease sharp. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening crease sharp in the side anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.